Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses as part of an endovascular aortic repair. During the procedure, a low-profile excluder® contralateral leg component was advanced over an abbott supra core® guidewire. Some resistance was reportedly encountered while trying to advance through a tortuous region of the common iliac artery, and the decision was made to remove the delivery catheter. Upon withdrawal, it was reportedly noted that the leading end had separated from the delivery catheter inside the introducer sheath. The physician was able to remove the leading end of the delivery catheter and the sheath together. The device was replaced with another component of the same catalog number, and the procedure moved forward to completion without any further reported complications. The patient tolerated the procedure. The device was discarded at the facility.